Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was applied on the left lung artery in a laparoscopic thoracoscopic lobectomy, the blood vessels broke and the cartridge would not move forward. They tried a new cartridge and the same issue occurred. They changed the cartridge again and they were able to resolve the issue. There was no patient injury.